Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/20/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to mitral regurgitation. No other details were provided.

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a unsuccessful valve replacement. Per the operative report, "it was noted that one of the struts, which was directed anteriorly toward the septum, was into the myocardium and the leaflet of the valve to this area was distorted."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another device explanted. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.